Event description:
Additional information received from the consumer reported that she received a replacement controller but the issue was not resolved. The patient stated that group a changes stimulation on its own to 0, group b changes and was too much and group c was the only one she could use. Troubleshooting reviewed adaptive stimulation and offered to assist with adjusting stimulation but the patient declined. The patient was going to follow-up with the manufacturer representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that beginning march or april of this year, patient noticed her stimulation "wasn¿t working right" stating stim was working for lower half but not the upper half. Patient stated she also noticed the stimulation would change to zero on its own. Patient would increase the intensity using controller, then all of sudden patient wouldn't feel anything. Patient check the controller, which indicated intensity was at 0.0. Patient was able to meet up with a manufacturer rep who helped add another program to patient's ins and reviewed ins settings. Rep told patient that there was no issue with the implant and told patient that if the issue of stim changing to 0 continues, to call patient services for a new controller. Patient mentioned she was told how to adjust stim to have settings stick, but the settings aren't staying. Patient was redirected to repair department and stated that li battery was difficult to remove, but patient was able to remove it. A replacement controller was requested.